Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a derailed grip cable from its normal position at the distal idler pulley. The instrument failed the intuitive motion test. Imprecise motion was observed. A visual inspection the backend found no evidence of a cracked clamping pulley, input disk or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was not able to open the medium-large clip applier instrument once the clip was inserted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the medium-large clip applier instrument was used, the customer could not move the tip to apply the clip. It was confirmed that there was no patient harm.